Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), "the carpentier-edwards bioprosthesis is intended for use in patients whose aortic or mitral valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one."

Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 23mm porcine aortic valve, implanted in the pulmonic position, was explanted after an implant duration of nine (9) years, five (5) months due to pulmonary stenosis and regurgitation. The explanted valve was replaced with a 29mm 2800 pericardial aortic valve. Per the operative report, the 23mm aortic valve was excised. The rvot was sized and noted to accommodate a size 29mm 2800 aortic valve. The 29mm valve was secured in place using suture in a circumferential manner. The patient's rvot was enlarged with a portion of bovine pericardium and this was secured circumferentially using suture in a running fashion. The anterior portion of the valve was then secured to the overlying bovine pericardial patch using suture in a running fashion. The patient was rewarmed and subsequently resumed sinus rhythm. The patch anastomosis was then completed following de-airing of the heart. The patient was successfully weaned off cardiopulmonary bypass and was started on low does dobutamine for inotropic support. Protamine was administered. The patient tolerated the procedure well and was transferred to the pshu in stable condition.